Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The perforator was dull. The surgeon managed to create a burr hole with it, and there were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the customer¿s complaint of "perforator was dull" was not verified. This perforator met the test method acceptance requirements; proper engagement and disengagement were achieved with every drill hole and there was no erratic or poor cutting action. There was no premature disengagement or erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.